Event description:
Bd veritor poc test completed (B)(6) 2020 came back +, hospital covid 19 pcr test came back - bd veritor poc test came back positive, (B)(6) hospital covid 19 came back negative. FDA safety report ID# (B)(4).